Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the target lesion was the distal lad with mild tortuosity, mild calcification, it was eccentric and had 90% stenosis. During the first attempt of pre-dilatation with the voyager, the balloon ruptured at 6 atm. It was replaced with another company's balloon and the procedure was completed. There were no reported pt effects. No add'l event or pt info is available.

Manufacturer narrative:
(B)(4). (B)(4). There was no report of any leaks noted during product preparation, which suggests that the balloon was not damaged prior to use. The lesion was mildly tortuous, mildly calcified and 90% stenosed, which likely contributed to the difficulties experienced. It is possible that the balloon material was damaged during interactions with other devices, or the tortuous and calcified lesion, such that the balloon ruptured upon a first inflation during the procedure. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. Based on the info received with this complaint, the reported balloon rupture appears to be related to circumstances of the procedure and not a product quality deficiency.